Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. The rv lead was capped and replaced in a procedure on 10 jan 2024. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead also had a fracture. The rv lead was capped and replaced in a procedure on (B)(6) 2024. There were no patient consequences.